Manufacturer narrative:
Since the initial medwatch filing, the customer responded on (B)(6) 2017 that the replacement pump is working without issue and the mastitis is resolved. The device was evaluated with the customer's parts and accessories and it met vacuum and cycle specifications.

Manufacturer narrative:
The customer was sent a replacement pump. In follow up with the customer on (B)(6) 2017, the customer indicated that she received the replacement pump, but hadn't yet tried it and that the mastitis was not resolved. The customer has not responded to additional follow ups to determine if the mastitis has resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the suction on her pump in style advanced was too strong and was turning her nipples purple. She also stated that she was diagnosed with mastitis on (B)(6) 2017, and prescribed antibiotic.